Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer states that they cannot access any of the menus on the insulin pump and that the insulin pump's screen is damaged. Customer can no longer read the insulin pump's screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Motor passed motor test. Insulin pump was monitored in 2 days and no time anomaly noted. Time functioned properly. No messed up screen or display anomaly noted. No damage on lcd glass noted. No screen light up and fade away when pressing act button noted. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.